Event description:
During bilateral iliac artery stent placement, the left catheter would not come out. The catheter fractured and remained in the left iliac artery. A portion of the broken catheter was removed by the radiologist. The pt was then taken to o.r. For surgical removal of the remainder of the catheter. The remainder of the catheter was successfully removed.